Event description:
Event reported as: the circuit was found melted. Water in the tubing did not allow gas to pass to the proximal temp port and the circuit appeared twisted in the patent's bed. The wires were hot and may have caused the tubing to melt. No patient injury reported.

Manufacturer narrative:
Sample has been requested but not received by manufacturer yet. Investigation is ongoing. A follow-up report will be sent when completed.